Event description:
It was reported by the patient & aunt that ever since the patient was implanted with the vns, the patient has been experiencing vomiting and severe dehydration the patient & aunt noted these symptoms tend to worsen when the patient receives stimulation following a seizure. It was also reported that the patient went to the emergency room 4 days post-op due to dehydration and vomiting and the aunt has called the physician to discuss disabling the device. The patient was noted to have spent a few days in the hospital as a result of the dehydration. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.